Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative having a fall and then started experiencing a lot of pain and discomfort where her implant was at. The pain was so bad that she ended up going to the emergency room, where the physician said the consumer might have a possible infection and she was admitted to the hospital. The representative later reported the consumer had several tests done from CT, MRI, and blood work, which per the physician all came back negative and no infection was found. The cause of the pain was not determined; the physician just assumed the procedure itself was too much for the consumer. The consumer was sent to rehab and would spend a few weeks there per the physician. Indication for use included non-malignant pain.